Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising. The impedance on the atrial pacing lead was beyond the expected upper range and the atrial pacing capture threshold was elevated.

Event description:
It was reported that the patient's right atrial (ra) lead was capped and replaced for a suspected fracture as evidenced by high pacing thresholds and high pacing impedance. Atrial lead had been programmed off recently prior to replacement and patient experienced a syncopal episode during that time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.